Event description:
Customer's husband called to request assistance with a set change. The husband stated that he had called 911 for assistance because he was not getting the help he needed. Advised that assistance can be provided. The husband stated his wife wasn't receiving insulin so he called 911. Husband was screaming and using foul language. No name or additional information could be collected before the call was disconnected. The husband sounded like he was speaking to the paramedics before the call was disconnected. No call back was possible due to the lack of information collected during the call. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.